Event description:
Patient reported a right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Device evaluation: analysis of the returned device identified: creases fold, opening curved on anterior and wear abrasion. Leak test and microscopic analysis was performed which identified: striated opening on anterior, opening crease sharp on anterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage. An opening crease sharp on anterior assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.